Event description:
A report was received that the patient was having a battery issues. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure per physician's preference. The patient was doing well post operatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was having a battery issues. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient was having frequent ipg charging.

Event description:
A report was received that the patient was having a battery issues. The patient will undergo a revision procedure wherein the ipg will be replaced.